Event description:
It was reported that the insulin pump was not delivering properly and the customer was hospitalized for a non diabetes related issues. The customer stated that because of her illness, the glucose level could not be controlled and she was treated with an insulin drip. It was stated that while she was connected to the insulin pump her glucose level went very high. The infusion set and reservoir was changed twice, but the problem persisted. Then she was disconnected from the device and treated with an insulin drip again. It was stated that the nurse feel very strongly that the insulin pump was not functioning properly. Assisted the customer to run the high pressure test, and the device did not alarm at all. Advised to discontinue use of the insulin pump until the replacement arrives. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.